Event description:
It was reported that the user experienced two episodes of low blood glucose into the 50s while using the ilet system with a dexcom g6 and an inset infusion set, with lows occurring after meal announcements and the user noting a pattern of hypoglycemia when announcing meals; the user treated with oral carbohydrates and was referred for education on pump usage and algorithm behavior, including meal announcement practices. Symptoms included asymptomatic hypoglycemia. Outcomes included resolution of the low glucose after oral treatment and no hospitalization. Investigation included case triage, review of user-reported glucose trends, confirmation of treatment with oral glucose, and referral to clinical education for troubleshooting and training on device use and meal announcements. Investigation of this case revealed no device malfunction reported and suggested user-related factors, including inconsistent meal announcements and potentially aggressive dosing after announcements, as contributors to low glucose events. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with therapy settings and meal announcement practices leading to hypoglycemia.